Event description:
A malfunction was reported with a malfunction code of malf 12 and an available fault ID. There was no adverse impact to the customer¿s blood glucose level, as it was confirmed not to exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer in performing the reset, after which the malfunction did not recur. The customer was informed they could continue using the pump and advised to contact support if the issue reappeared.